Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, the malfunction was likely caused by chipping of the adhesive on the bending rubber. In addition, the following reportable malfunction was identified during the device evaluation: foreign material in the adhesive of the bending section cover. A root cause could not be identified. Based on the results of the investigation, there is not any probable cause for the malfunction reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 establishment full name: (B)(6) hospital. E1 completed address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope had an issue where the distal end rubber adhesive section was peeled off. This was discovered during inspection for use. There were no reports of patient involvement.